Event description:
While implanting a distal radius plate(fdr 002, lot 1609320008), the locking peg (fdr 118, lot 1611320073) went through the plate. Both the plate and locking peg was removed and a new plate and pegs were placed in the bone.